Event description:
The patient contacted animas on (B)(6) 2013, alleging that during a programmed bolus, the patient noticed the pump showed ¿delivering 0.00¿ units of the bolus. Troubleshooting revealed no record of a 0.00 unit bolus in the pump history. All other recorded boluses were delivered in their entirety as programmed. There was no reported adverse event associated with this complaint. The patient stated she had lost faith in the pump and discontinued insulin pump therapy with the subject pump and began insulin delivery with a loaner pump. This complaint is being reported because the alleged bolus issue remained unresolved with troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.